Manufacturer narrative:
Concomitant medical products: the main component of the system and other applicable components are: product ID: 3889, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a trial patient. It was reported that the patient was concerned about being out and about and having heavy leaking like they had on the day of the report. The patient stated they could be home and be okay with no leaking. The patient noted moving furniture and it tugged on the device. The patient reported their improvement had decreased in the last 24 hours. Stimulation was increased and felt. It was noted that the trial began on (B)(6) 2017. The patient was redirected to their healthcare provider to discuss physical activity. On 2017-oct-12 the patient reported their healthcare provider advised them to avoid physical activity. The patient was worried that the activities they had done prior may have pulled the wire or ruined the placement. The patient thought it might have moved. On (B)(6) 2017 the patient reported they were confused as they were doing so well and felt like they were leaking more. On (B)(6) 2017 the patient reported they were still leaking and felt like things were worse than before the evaluation. No further complications were reported.